Event description:
It was reported by service report that the brakes were not holding and both siderail controls had lost functionality. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: base assembly was replaced to address brake issue. Siderail cables.